Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that the autocapture was turned off automatically and the device failed to pace. The patient was scheduled for generator change out procedure due to normal eri. During procedure, the lead was tested, and no anomalies were noted on the lead. The pacemaker was explanted and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
Additional information - the reported event of output and lead configuration anomalies was not confirmed. The device was received in normal working condition and above elective replacement voltage level (above eri). Further, analysis of the device image indicated a false eri alerts was triggered which automatically turned off the auto-capture as expected. This automatic feature disables the high output setting to conserve the battery when eri alerts detected and clearing the false eri in those cases with the programmer restores device¿s normal functionality. The device was tested at the bench including output verification and no anomalies were found. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.